Event description:
It was reported that this right ventricular (rv) lead exhibited increasing shock impedance, out of range 118 ohms to 132 ohms. At this time the physician is monitoring the patient closely. A technical service (ts) consultant provided recommendations of lead integrity testing, sync shocks and x-ray imaging. The lead remains implanted. No adverse patient effects have been reported. Additional information was received indicating that this patient has not returned to the clinic for any follow up or additional testing. The rv lead remains implanted. No adverse patient effects have been reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.